Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with a dialysis catheter. Customer states that the adapter cracked down the seam line. This catheter was pulled and replaced with another sapphire in 2009. This pt passed away, with the newly placed catheter in place, but the clinician did not feel the crack had anything to do with the pt's death. Pt passed away at approximately 2 months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results wil be forwarded.